Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified vessel. A 3.0mm x 150mm x 150cm coyote catheter was advanced for dilation. During the procedure, the balloon ruptured. A 3mm x 150mm coyote balloon was used successfully during the first angioplasty. After being removed to cannulate the anterior tibial artery, the balloon ruptured when reinserted due to coming out between the catheter and balloon. The balloon was purged outside the patient, revealing a leak in the middle section. A visible puncture was found on the balloon, and it was replaced with a new one. No guide catheter was used during the procedure. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
The coyote was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed two kinks on the shaft at 71cm and 72cm. There was also tip damage found and a hole in the inner shaft inside the balloon at 8cm causing a leak through the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified vessel. A 3.0mm x 150mm x 150cm coyote catheter was advanced for dilation. During the procedure, the balloon ruptured. A 3mm x 150mm coyote balloon was used successfully during the first angioplasty. After being removed to cannulate the anterior tibial artery, the balloon ruptured when reinserted due to coming out between the catheter and balloon. The balloon was purged outside the patient, revealing a leak in the middle section. A visible puncture was found on the balloon, and it was replaced with a new one. No guide catheter was used during the procedure. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported.